Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
The patient underwent initial rsa on (B)(6) 2017. The implants used were ascend flex std ptc humeral stem (dwf603b), reverse insert (dwf362b), reverse tray (dwf520), reversed ii dia. 25 press fit post base plate (dwd170) and rev. Ii glenoid sphere dia. 25 base plate (dwd180). On (B)(6) 2017, a dislocation occured and revision surgery was performed. During this surgery, tray (dwf520), insert (dwf391b), and sphere (dwh905) were newly used. In 2019 (no date), dislocation occurred again and manual reduction was performed, but a revision surgery was to be performed again. On (B)(6) 2019, revision surgery was performed: ascend flex: long ptc humeral stem 4b 132.5° 104mm (dwf614b), reversed insert 42 mm (+) 9 b-12.5 (dwf425b), rev. Ii glenoid sphere dia. 25 baseplate dia. 42 mm 10 tilted sphere (dwd184), ascend flex reversed tray (+) 0 1.5 mm (dwf510) were newly replaced.